Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during an upgrade procedure from a pacemaker to a bi-ventricular pacemaker, loss of capture with asystole greater than four seconds was noted. After connecting the new device to both the right atrial and right ventricular leads the threshold test was performed and the physician noted a flat line. When the test ended the capture started up again the procedure was completed. No additional adverse patient effects were reported.